Event description:
During an in clinic follow up, oversensing due to noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue being monitored.